Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that there was moisture behind the display lens and the screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: the display was blank and the pump could not be powered on due to moisture. There was visible moisture behind the display lens. The leak test failed due to a pump case leak. The pump was opened and there was moisture throughout.